Manufacturer narrative:
The system was used for treatment. A batch record review of lot d114 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #16: collect pressure. No trends were detected for these complaint categories. A corrective and preventive action was initiated for complaint category, alarm #16: collect pressure and is now closed. However, a corrective and preventive action was already initiated for complaint category, pressure dome membrane leak. Product return analysis: the smartcard and photos were returned for the analysis. The data indicated that the prime was completed successfully and the blood collection was started. After processing 217ml of whole blood, several return pressure and return line air detected alarms were seen. Upon examination of the photos, the leak was confirmed. The return pressure dome diaphragm was not seated on the body of the pressure dome. Also the left latch of the return pressure dome was visible, just above the level of the blood leak. This indicated that the left latch was not seated in the circumferential groove of the return pressure sensor. The membrane appeared to be intact, but had become detached in one section. The root cause of the blood leak was that the membrane had become partially detached from the pressure dome. How the membrane came to be detached is unknown. The DHR review of the complaint lot found no related nonconformances. The kit passed all lot release testing. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a leak at the return pressure dome after 1100ml of whole blood processed in dual needle mode. A 12,500 unit of heparin was used at a 10:1 ratio. The customer noted that the pressure membrane was intact, but it had come off of the pressure dome. The treatment was aborted. The patient was reported to be in stable condition. The patient started treatment on a different instrument without any further medical intervention. The only alarms reported by the customer were occasional collect pressure alarms. The instrument powered up without a problem; thus service was not requested at this time. Pictures and the smart card have been received for evaluation.